Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the left iliac limb occlusion, left foot rest pain; thrombectomy with left iliac limb extension and placement of a non-endologix stent. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; pre-existing peripheral vascular disease and patient use of antiplatelet therapy.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2013. On (B)(6) 2016 the patient presented with resting leg pain and computed tomography showed the patient had a potential occlusion in the left limb. On (B)(6) 2016 an angiogram confirmed occlusion in the distal left common iliac artery. The physician completed a thrombectomy and implanted an iliac extension as well as a non endologix device to resolve the issue.